Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline (dl) cable/sheath was damaged. A new crack appeared approximately 1cm next to a previous repaired area, almost in the middle of the dl. It was also reported that that the patient had put some adhesive tape to prevent further damage. It was noted that the adhesive tape covered both the new damage and the previous repaired area. A dl sheath repair was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation and analysis results. Product event summary: the vad was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing issue. Review of the vad's service history records indicated that the device was previously serviced and the repair action was verified. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed new damage to the outer sheath near a previously repaired area. The on-site inspection also revealed that a self-repair had been performed by the patient. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. The most likely root cause of the observed self-repair can be attributed to the handling of the device. Based on the available information, the damage to the driveline outer sheath was likely a progression of the previously reported damage. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.